Event description:
It was reported that the patient was admitted to the hospital for a fall. The right ventricular (rv) lead showed high thresholds and high impedance. Follow-up conducted revealed that the rv lead also showed t-wave oversensing. Information was requested related to the patient fall, but was not retrieved. If further information becomes available, it will be added to the event. The rv lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.